Manufacturer narrative:
E1 - facility name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found adhesive areas are found on the entire camera head. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the humidity in the sterilization chamber, moisture on the camera cable, and residue from the cleaning agent caused the camera cable to deteriorate during sterilization and absorb moisture, resulting in the generation of moisture and adhered parts. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had had water droplets forming inside the sterilization pack. The issue occurred during reprocessing. There were no reports of patient involvement.